Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and an opening. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified crease (sharp) opening on posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a crease (sharp)opening on posterior due to a fold (flaw) opening.

Event description:
Device was explanted.